Event description:
The dentist reported that screw fractured inside the abutment.

Manufacturer narrative:
As preliminary results : abutment certain® low profile one-piece abutment 4.1mm(d) x 1mm(h) was received and shown to be not fractured as initially reported. Waiting final investigation conclusion.

Manufacturer narrative:
This event was initially being submitted as a reportable event but through additional information provided and the complaint investigation it was concluded that this event is not reportable. The abutment was damaged and not fractured as originally reported, the clinician was able to complete the procedure and there was no reported damaged to the implant. A certain low profile one-piece abutment a certain low profile one-piece abutment and a posterior abutment driver were returned. The one-piece abutment has severe gouging on the seating surface and around the collar but was not fractured. The damage was most probably sustained during the retrieval process. The abutment threads have evidence of wear damage and discoloration. It was noted that there was presence of foreign substance on the threads. Visual comparison was consistent with the design of the low profile one-piece abutment and did not provide any manufacturing deviation. Visual inspection of the as posterior abutment driver confirmed that the tip of the abutment driver had fractured and separated from the driver body. There was noticeable rust and wear on the abutment driver and the body. The fractured screw tip was not returned. Visual comparison was consistent with the design of the abutment driver and did not provide any manufacturing deviation. The low profile abutment retaining screw was not returned. Therefore, the condition of the product could not be verified. Review of the DHR's did not provide any indication of a manufacturing deviation that would contribute to this event. Date received by manufacturer, add expiration date, (B)(4), add device manufacture date, add follow up type, device evaluated by manufacturer: change ¿no¿ to ¿yes¿, add event problem codes, add evaluation codes, add concomitant medical product and date.